Event description:
On (B)(6) 2012, it was reported that the patient thinks the infusion device delivers too low an amount of insulin. On (B)(6) 2012, the patient's blood glucose level was over 600 mg/dl and at 10:35 pm, she made a correction of 12.0 units of insulin via the infusion device. On (B)(6) 2012 at 12:53 am, the patient's blood glucose level was 316 mg/dl and the patient administered 10.0 units of insulin via the infusion device. At 6:46 am, the patient's blood glucose level was 189 mg/dl and she ate 3 be and administered 9.0 units of insulin and 1.0 unit of insulin via the infusion device. At 10:47 am, the patient's blood glucose level was 427 mg/dl and she administered 3.0 units of insulin via the infusion device. At 11:00 am, the patient stopped the infusion device and went to water gymnastics. At 11:42 am, her blood glucose level was 382 mg/dl. The patient changed the infusion headset and restarted the infusion device at 11:45 am. At 1:44 pm, her blood glucose level was 300 mg/dl and she administered 3.0 units of insulin via the infusion device. At 2:21 pm, she ate 4 be and administered 12.0 units of insulin and administered 1.0 unit of insulin via the infusion device. At 4:38 pm, the patient changed the insulin cartridge, infusion set, and battery. At 5:52 pm, her blood glucose level was 304 mg/dl. At 7:27 pm, her blood glucose level was 327 mg/dl. At 8:26 pm, she administered 4.0 units of insulin via the infusion device. At 10:12 pm, her blood glucose level was 219 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.